Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr), dilated left atrium, and a rotated heart. During the procedure with an mitraclip xtw, the device failed the first establishing final arm angle (efaa) of the procedure. Before opening the angle was approximately 20 degrees after opening approximately 45 degrees. At one point the clip continued to open past 45 degrees. Troubleshooting was performed and efaa continued to fail. The clip was removed and replaced with another xtw. The mr was reduced to grade <1. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and analysis of the device, the cause of the reported unintended movement (clip open ¿ efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).